Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was enrolled in a clinical study and implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient complained of increased pain and not receiving stimulation. No stimulation was felt. Diagnostics of device interrogation/device data were done on (B)(6) 2014 and resulted in the patient reporting decreased analgesia. The neurostimulator was reprogrammed on (B)(6) 2014 and the event resulted in an unscheduled clinic or office visit. The event resolved without sequelae on (B)(6) 2014. The event was possibly related to the device or therapy, specifically due to programming. The event was not related to the implant procedure. It was noted that the most recent interrogation prior to the event occurred on (B)(6) 2014.